Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the monitor to the unit was not operating properly. To resolve the issue, the technician made the necessary repairs to the monitor. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
The user facility reported that prior to a patient procedure the monitor to their hexavue custom room rack would not connect. No report of injury.